Event description:
The customer reported to olympus, the gastrointestinal videoscope had poor vision and grainy lines in the image. The issue was found during maintenance for an unknown procedure. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white crystallized contamination in the air/water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the light cover glasses was chipped; the light cover glasses adhesive, the optical cover glass, the distal end adhesive; the switch condition were worn; the plug body and probe unit cover glass was damaged; the number of cumulative uses were not to specification; the angle play evident and the electrical safety test was not to specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could be determined what the foreign material was a simethicone type product. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The suggested event can be detected/prevented by handling device according to the following instructions for use: detection methods in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Prevention measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.